Event description:
It was reported the patient experienced a loss of efficacy. The patient had been wearing a work badge with magnets close to his implantable neurostimulator (ins). The patient started to have a return of symptoms and was seen by his physician who increased the patient¿s settings and sent him home. The patient later started to get overstimulation (foot/dystonic) and the patient contacted his physician the next day. It was noted the patient was supposed to be seen by his physician for an adjustment on saturday or early the next week but it was unknown if that had happened yet. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).